Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer was failed to open. A field service engineer found that the controller module clip that locked the retractor band cable. Fse replaced the module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3-2 had failed to open. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication, and they had to access the medications from pharmacy or another station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.